Event description:
It was reported that the patient presented for a scheduled procedure. During the pre-discharge, it was discovered that the right ventricular lead exhibited intermittent capture and r-wave amplitude variation. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.